Event description:
It is reported that customer has experienced threshold suspend when blood glucose is not low. Sensor glucose and blood glucose gave difference of more than 30 %. Customer believes meter may be giving inaccurate readings. Customer was advised to call back should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.